Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the surgeon fixed the single site access device the usual way. Surgeon inserted the camera through the 15mm port, followed by bowel graspers and then the harmonic instrument through the 5mm ports. Five minutes through the procedure, the surgeon started to realize that he was losing pneumo, therefore, the surgeon re-tightened the seal cap assembly and checked for gas leaks. Surgeon then found out that the wound retractor had torn; surgeon opened a new retractor to continue the case. There were no adverse consequences for the patient.